Event description:
It was reported that during follow up, several automatic mode switch episodes were observed. Further review of the episodes noted far-field r-waves, crosstalk and myopotentials in addition to emi. Physician had elected to not make any changes to the device nor review the lead.